Manufacturer narrative:
Medical safety/clinical reviewed the event. The patient was on bipella support. The 1st impella cp had a positioning / low flow issue a couple days into support and it was replaced. Bipella support continued. Two days later, the patient had presumed heparin-induced thrombocytopenia (hit) attributed to the rp flex. However, before the test results could confirm, care was withdrawn and the patient then passed away. The decision to withdraw care was not attributed to the hit. In this case the patient's underlying condition contributed most to the demise outcome. Note: h6 investigation type/findings/conclusion remains unchanged. Related medical device reports: this is one of three devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Manufacturer narrative:
The investigation was completed and no device was returned. Investigation summary: ppae: (thrombocytopenia): the cause of the injury was not determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that the patient was presumed to be heparin-induced thrombocytopenia (hit) positive and was transitioned to argatroban. A decision to withdraw care was made before confirmatory testing could be completed. The decision to withdraw care was not attributed to the potential diagnosis of hit.